Event description:
The iab was inserted into the pt on 10/10/97. On 10/11/97 after iabp for twenty hours, the "slow gas loss" alarm sounded from the pump. (Event complications: none from the event-reported 10/17/97.) (Pt's current status: stable-reported 10/17/97.)

Manufacturer narrative:
Evaluation: laboratory examination of the returned item revealed no defect. Underwater leak testing revealed no leaks in the iab. Testing for occult blood within the balloon was negative. The iab inflated and functioned normally when attached to the system 97 iabp in the lab. No alarms were triggered. Probable cause of difficulty: no leak was found in the returned iab. It was not possible to determine the cause of the reported difficulty based on the event description and examination of the returned product.